Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a daily inspection the cardiosave intra-aortic balloon pump (iabp) had a damaged lcd screen. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) reported that the customer completed the repair by replacing the lcd screen. All functional and safety checks to meet factory specifications were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.